Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from two (2) different pt samples that were generated by the access instrument. Pt a and b samples were tested for accu tni and results were 0.5ng/ml and 1.5ng/ml respectively. The accu tni resuls were reported out of the lab and questioned by a physician. The customer retested the original samples for accu tni and obtained results of 0.04ng/ml for each pt. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to the event. The specimens were collected in 13 x 75, bd, lithium heparin tubes and centrifuged at 3,000 rmp for five (5) mins at ambient temperature. The customer uses 1ml insert cups in 13 x 75 tubes with a correct rack/tube combination (2ml sample cup was used in an initial run of pt a sample). No other assays were questioned at the time of this event. A field service engineer (fse) was dispatched to the customer's lab on 12/20/2006. The fse replaced: pipettor tip, wash carousel bearings, ring and clips, and peri-pump tubing. The fse checked all alignments and voltages. The fse conducted diagnostic and qc testing; results passed within specifications. The fse verified the instrument per established procedures. Although the fse addressed hardware issues, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.